Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "patient has noticed breast asymmetry. Pain in breasts. Suspect rupture/leakage of the implant. Baker grade iii contracture." Affected side is right. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "patient has noticed breast asymmetry. Pain in breasts. Suspect rupture/leakage of the implant. Baker grade iii contracture." Affected side is right. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/21/2024.

Event description:
Healthcare professional reported right side "patient has noticed breast asymmetry. Pain in breasts. Suspect rupture/leakage of the implant. Baker grade iii contracture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening device assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. As per the investigation procedure crease flat was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side patient has noticed breast asymmetry and pain. There is suspected rupture/leakage of the implant and capsular contracture, baker grade iii. The device has been explanted.